Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead had a heart rate in the 20s. The electrogram (egm) was reviewed and showed that the rv lead was not capturing. The patient had a ventricular escape rate of 25 beats per minute. A revision procedure was scheduled. The pacemaker and rv lead were both explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because the device has been returned and analyzed.